Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and observed a crack in the insulin pump and air bubbles in the reservoir. The customer reported blood glucose value of 345 mg/dl and was treated with insulin pump. The event involved product(s) mmt-431aj, mmt-1884, mmt-342. Troubleshooting was performed and it was found that air bubbles were successfully removed. It was also observed that the customer reported physical damage to the insulin pump retainer ring along with crack at belt clip rail , reservoir tube and battery tube side which affecting pump functionality. No further patient complications were reported. The customer will discontinue the use of the device. The product mmt-1880l will be returned for analysis. The products mmt-342, mmt-431aj will not be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully uploaded to carelink. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In summary, customer allegations for retainer ring damage, reservoir compartment damage, and damaged belt clip rails were not confirmed when no damages were noted to the retainer ring or reservoir compartment, and no damage to the belt clip rails was noted. However, customer allegations for cracked case battery compartment were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.